Event description:
It was reported patient received inappropriate therapy. The device was undersensing. Programming changes were made to device. Patient returned for follow up where patient had no more inappropriate shocks. There still was a recurrence of af binned as svt. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.